Manufacturer narrative:
No sample was provided by customer for testing. Unable to rule out sample specific interface. Cardiac lot w48769 was tested in previous case. No low bias or false negative results were observed with any sample. Previous case's results are as follows: product support observations for tni recovery follow: no false positive, high bias in recovery, or false results were observed with any sample. One error code was observed with cal z (e:129 = baseline, and spot 4 failed), all other data points were below the mfg cut off (the presence of one error code is within the mfg final release specifications). All data points with cal h were within the mfg 2sd range, with a % recovery of 96%, within the mfg final release specifications. All data points with each normal whole blood donor were < 0.05ng/ml. No high bias or false positive result was observed with any sample. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges false negative troponin I (tni) with triage meter: date: (B)(6) 2011, triage: <0.05, lab: 0.381, lab cutoff: 0.12. External controls run everyday are ok. Draw time was 6:00am. Sample tested 6:20am. Emergency room temp is 70 degrees. No EKG performed. Cbc, cmp, and nt-bnp performed. Nt-bnp = 3910. Pt diagnosed with congestive heart failure and released.